Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator 4 (usm) discs did not spin up or rotate when the sterile adapter was engaged. The customer stated that they had to disconnect and reconnect drape 3 or 4 times sometimes. The isi tse viewed the system logs, and no usm 4 related messages were found in the system logs. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse could not confirm the customer reported issue but replaced the usm. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The usm was analyzed and found to have no failures. The unit was tested on an in-house system in normal mode with no related errors. While the unit was on the system, the technician performed the instruments test using the fenestrated bipolar forceps, stapler 45, stapler 30 and the large needle driver instruments and their where no issues with the instruments. The unit was also tested on a psc fixture test platform (pftp) and performed multiple tests that all passed.

Event description:
Refer to h10/h11 for follow-up information.